Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and the implantable pulse generator (ipg) was re-programmed in preparation for a lead revision. Testing the lead on the analyser showed normal values and subsequent attachment to the device showed fluctuating impedance measurements. It was observed that the coil proximal to the connector sleeve of the atrial lead was moving freely with flexing of the connector leg and noise could be produced when flexing the lead. The lead was capped. No patient complications have been reported as a result of this event.